Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error 218 issue could not be reproduced and a definitive root cause of the issue could not be determined, however, the issue was possibly the result of a static charge or other sudden overcurrent. An overcurrent can be caused by connecting or disconnecting the video connector while the system power is on, leakage current from other equipment, electrical wiring, dust or moisture on the video system center and video connector electrical contacts. The issue could also be the result of the image output signal being temporarily unstable due to age-related deterioration. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus, and the reported phenomenon was not confirmed. The device evaluation found no device abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that when the video system center was connected to the videoscope and the power was turned on scope error e218 was displayed. The event occurred during preparation for use for a unknown procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.